Event description:
Reportedly, the subject programmer shut down during an implantation procedure. It was tried to turn it on again. However, the message operating system not found was displayed on the screen and no interrogation could be performed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer shut down during an implantation procedure. It was tried to turn it on again. However, the message ¿operating system not found¿ was displayed on the screen and no interrogation could be performed.